Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The potential cause of the pump infusing too quickly during use could not be determined based upon the information provided and without a sample.

Event description:
Customer complaint alleges the patient's "dressing saturated during nightshift. Dressing removed in the morning. Incision continues to drain bright red fluid. Abd. Dressing applied to incision. Dr. (B)(6) in to see pt around 0830. Dr (B)(6) states autofuser pump is infusing to quickly. Dr. (B)(6) removed autofuser pump. Autofuser pump almost empty."

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer. The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges the patient's "dressing saturated during nightshift. Dressing removed in the morning. Incision continues to drain bright red fluid. Abd. Dressing applied to incision. Dr. (B)(6) in to see pt around 0830. Dr (B)(6) states autofuser pump is infusing to quickly. Dr. (B)(6) removed autofuser pump. Autofuser pump almost empty."